Event description:
Information was received from a consumer (con) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that since implant, the patient was leaking ¿really bad¿. It was noted stimulation was on, and it was suggested that the patient increase stimulation and contact their doctor if that did not resolve the issue. The patient had their follow-up appointment in two weeks after the report. On (B)(6) 2017, they reported that the leaking was because they had a urinary tract infection (uti). All was better at the time of the report. There were no device issues or further complications reported or anticipated.